Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 and an unspecified date with coolsculpting to the flanks and lower abdomen using a coolcurve+ applicator and cooladvantage applicator. Approximately mid-(B)(6) 2021, the flank treated areas became firm with visible enlargement. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the flanks.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 and an unspecified date with coolsculpting to the flanks and lower abdomen using a coolcurve+ applicator and cooladvantage applicator. Approximately mid (B)(6) 2021, the flank treated areas became firm with visible enlargement. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the flanks.